Event description:
There was an allegation of questionable elecsys t4 results from the cobas e 801 analytical unit. The initial result was 198 nmol/l. The repeat result using the same analyzer was 71.6 nmol/l. This result was believed to be correct. The repeat result from another analyzer was 73 nmol/l.

Manufacturer narrative:
The reagent lot number was 79038201 with an expiration date of 31-jul-2025. The field service engineer found visible black contamination on the sipper needle and recorded a significant number of detections in the measurement cell. He performed hardware cleaning and replaced the measurement cell. Monitoring over a 10-day period showed satisfactory quality control results, with no recurrence of non-reproducible results. The investigation determined the service actions resolved the issue.